Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis event included intravenous cefepime (daily, dose, and duration not reported) and oral flagyl (dose, duration, and frequency not reported). The patient was discharged from the hospital after six days. The patient is recovering from the event. Dianeal therapy was discontinued and hemodialysis was initiated. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.